Manufacturer narrative:
Device was used as treatment, not diagnosis. Backes, m. Et al. (2014). Wound infections following open reduction and internal fixation of calcaneal fractures with an extended lateral approach. International orthopaedics. (38), 767-773. Additional device info: this report is for an unknown plate. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article. Backes, m. Et al. (2014). Wound infections following open reduction and internal fixation of calcaneal fractures with an extended lateral approach. International orthopaedics. (38), 767-773. Post-operative wound infections (pwi) following calcaneal fracture surgery can lead to prolonged hospital stay and additional treatment with antibiotics, surgical debridement or implant removal. The aim of this study was determine incidence of superficial and deep pwi and to identify risk factors. From 2000 to 2010, this study looked at patients with a closed unilateral calcaneal fracture treated with open reduction and internal fixation by extended lateral approach. A total of 191 patients were included of which 47 patients had a pwi, 21 and 26 patients had superficial and deep wound infections respectively. There were 26 patients with deep wound infections. In 8 patients, intravenous antibiotics treatment and surgical debridement was not successful and the implant had to be removed because of an ongoing infection. Placement of a closed suction drain at the end of surgery was associated with less pwi. This report is for an unknown plate. 1 of 2 (B)(4).